Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. A follow up attempt made on (B)(6) 2015, however, no further information provided. Device not returned.

Event description:
It was reported that the customer insulin gauge read zero after a cartridge was filled. The customer stated that a low insulin alert was received. The customer's blood glucose level was not impacted. The customer had used cold insulin.